Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper/lower cases, two side bail covers, ring cover and battery drawer were broken.

Event description:
It was reported the device will power up and operate, but after some time, the device will shut down. No patient involvement or complications were reported as a result of this event.